Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with a highest blood glucose of 470 mg/dl for approximately 13 hours despite no observed issues with the infusion site or insulin delivery pathway, and after a complete supply change with a different box of insulin; subsequent readings remained elevated in the 350¿380 mg/dl range and the user was advised to calibrate the cgm and change the infusion site to a different location due to recent illness, antibiotics, and bruising near a prior injection area. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention, no use of backup therapy, and no hospitalization. Investigation included user coaching and education, cgm calibration, infusion site relocation, and monitoring guidance. Investigation of this case revealed no device malfunction observed and no component failure identified, with contributing factors possibly including site location near bruised tissue and intercurrent illness. It was concluded, based on previously established findings for similar reports, that the cause was unclear.